Manufacturer narrative:
Investigation ¿ evaluation. It was reported by a facility in the united kingdom that an ultrathane mac-loc locking loop multipurpose drainage catheters was difficult to remove from the patient. It was noted that the female patient has a complex medical history including cervical cancer, anterior pelvic clearance with ileal conduit. The patient also had two surgeries related to bowel obstruction and adhesions, inadvertent transection of left ureter at the uretero-ileal anastomosis, uretero-ileal conduit leaks, and multiple percutaneous and retrograde (via ileal conduit) nephrostomies. The device was placed in the patient¿s first bilateral nephrostomy exchange procedure on (B)(6) 2023. On (B)(6) 2023, the second exchange of the bilateral retrograde nephrostomy catheters via ileal conduit was completed. During the procedure, the left catheter was cannulated with a ¿j wire¿ that was advanced into the renal pelvis and was removed over the wire and a new catheter was placed. The right catheter was partially blocked distally. Attempts to pass two different wire guides through the catheter were unsuccessful. A competitor's catheter and wire guide were used to navigate via the ileal conduit, up the right ureter into the renal pelvis. The nephrostomy catheter was removed over a wire with some difficulty and another catheter was placed. Reviews of the complaint history, device history record (DHR), manufacturing instructions (mi), quality control, specifications, and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU ¿multipurpose drainage catheter,¿ [t_multi2 rev1] packaged with the device contains the following in relation to the reported failure mode: "precautions: when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ "instructions for use: under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. -once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration." "How supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." Based on the available information, no product returned, and the results of the investigation, cook medical has concluded the root cause category would fall under cause traced to patient condition. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a: common names : fge catheter, biliary, diagnostic, gbo catheter, nephrostomy, general & plastic surgery, lje catheter, nephrostomy. D2b: product code: fge, gbo, lje. E1: mobile: (B)(6). E3: lead interventional radiology technologist. G4: PMA/510(k) #: k173035. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook was notified of events where the pigtail portion of the ultrathane mac-loc locking loop multipurpose drainage catheter would not uncoil. The events occurred with the same patient on different dates during attempts to exchange the catheters. The exchanges occur ever six weeks due to previous stent blockage, recurring urinary tract infections, and frequent non-occlusive blockages. During the exchanges, soft issue was identified adhering to the suture thread of the ultrathane mac-loc locking loop multipurpose drainage catheter, possibly preventing the pig tail portion from uncoiling. 2016: patient diagnosed with cervix cancer. Patient was treated with chemoradiotherapy. (B)(6) 2017: an anterior pelvic clearance (exenteration) with ileal conduit (urostomy) formation procedure was completed. (B)(6) 2018: a laparotomy for closed loop small bowel obstruction due to adhesions was completed. (B)(6) 2023: a laparotomy for recurrence of small bowel obstruction with short ischemic segment resection was completed. Complicated by inadvertent injury/partial transection of left ureter at uretero-ileal anastomosis. (B)(6) 2023: a leak from the uretero-ileal anastomosis was confirmed at CT urogram. (B)(6) 2023: a right percutaneous nephrostomy was completed. A nephrostomy on the left was not able to be completed. (B)(6) 2023: a left percutaneous nephrostomy was completed. A left retrograde nephrostomy via conduit was completed and a cook ultrathane mac-loc locking loop multipurpose drainage catheter (rpn: ult8.5-38-45-p-6s-clm-rh) was placed. (B)(6) 2023: a right retrograde nephrostomy was completed. A cook ultrathane mac-loc locking loop multipurpose drainage catheter (rpn: ult8.5-38-45-p-6s-clm-rh) was placed covering the nephrostomy in situ. (B)(6) 2023: the bilateral ¿covering nephrostomy tubes¿ were removed without difficulty. (B)(6) 2023: the first exchange of bilateral retrograde nephrostomy tubes (cook ultrathane mac-loc locking loop multipurpose drainage catheter (rpn: ult8.5-38-45-p-6s-clm-rh) via ileal conduit was completed. This was reported to be a difficult procedure as both indwelling retrograde cook ultrathane mac-loc locking loop multipurpose drainage catheter (rpn: ult8.5-38-45-p-6s-clm-rh) were blocked. It was not possible to ¿reintubate¿ the catheters to facilitate removal, despite multiple attempts with different wires. A curved safety wire was able to be passed over a competitor¿s catheter and positioned alongside the cook ultrathane mac-loc locking loop multipurpose drainage catheters (rpn: ult8.5-38-45-p-6s-clm-rh). The bilateral cook ultrathane mac-loc locking loop multipurpose drainage catheters (rpn: ult8.5-38-45-p-6s-clm-rh) required removal without a wire. The procedure was reported to be extremely uncomfortable for the patient. Replacement cook ultrathane mac-loc locking loop multipurpose drainage catheters (rpn: ult8.5-38-45-p-6s-clm-rh) were placed and properly positioned. There was no urine leak or other complications. (B)(6) 2023: the second exchange of the bilateral retrograde nephrostomy (cook ultrathane mac-loc locking loop multipurpose drainage catheters (rpn: ult8.5-38-45-p-6s-clm-rh) tubes via ileal conduit was completed. The left cook ultrathane mac-loc locking loop multipurpose drainage catheters (rpn: ult8.5-38-45-p-6s-clm-rh) was cannulated with a ¿j wire¿ that was advanced into the renal pelvis and was removed over the wire. A new cook 8.5f 45 cm mac-loc pigtail was inserted into the left renal pelvis. The right cook ultrathane mac-loc locking loop multipurpose drainage catheter (rpn: ult8.5-38-45-p-6s-clm-rh) was partially blocked distally. Attempts to pass two different wire guides through the right ultrathane mac-loc locking loop multipurpose drainage catheter (rpn: ult8.5-38-45-p-6s-clm-rh) were unsuccessful. A competitor's catheter and wire guide were used to navigate via the ileal conduit, up the right ureter into the renal pelvis. The right side cook ultrathane mac-loc locking loop multipurpose drainage catheter (rpn: ult8.5-38-45-p-6s-clm-rh) was removed over a wire with some difficulty. A cook ultrathane mac-loc locking loop multipurpose drainage catheter (rpn: ult8.5-38-45-p-6s-clm-rh) was inserted into the right renal pelvis over the "j wire." (B)(6) 2023: the third exchange of the bilateral retrograde nephrostomy tubes (cook ultrathane mac-loc locking loop multipurpose drainage catheter (rpn: ult8.5-38-45-p-6s-clm-rh)) via ileal conduit was completed. An ¿amplatz¿ wire was advanced up to the pigtail in the renal pelvis however the cook ultrathane mac-loc locking loop multipurpose drainage catheters (rpn: ult8.5-38-45-p-6s-clm-rh) were difficult to extract over the wire. Eventually the cook catheters were removed and replaced with cook ultrathane mac-loc locking loop multipurpose drainage catheters (rpn: ult8.5-38-45-p-6s-clm-rh) that coiled in a satisfactory position in the renal pelvis. No immediate complications were noted. (B)(6) 2024: an exchange of the cook ultrathane mac-loc locking loop multipurpose drainage catheters (rpn: ult8.5-38-45-p-6s-clm-rh) was attempted. The patient was positioned supine. An ¿amplatz super stiff¿ wire guide wire was initially passed up the right retrograde cook ultrathane mac-loc locking loop multipurpose drainage catheter (rpn: ult8.5-38-45-p-6s-clm-rh) but it would not pass through the tip of the catheter. A stiff angled hydrophilic wire was able to exit the end hole of the catheter into the renal pelvis. However, the pigtail portion of the cook ultrathane mac-loc locking loop multipurpose drainage catheters (rpn: ult8.5-38-45-p-6s-clm-rh) would not uncoil. The proximal hub of the cook ultrathane mac-loc locking loop multipurpose drainage catheter (rpn: ult8.5-38-45-p-6s-clm-rh) was cut and removed. An ¿amplatz super stiff wire¿ was able to be advanced to the renal pelvis, but the pigtail portion of the catheter remained coiled. Next, the clinician was able to successfully pass a ¿kmp catheter over an angled to more guide wire into the ureter up to the renal pelvis although crossing the ureteroileal anastomosis was challenging.¿ after passing the catheter and wire up to the renal pelvis, an attempt was made to remove the cook ultrathane mac-loc locking loop multipurpose drainage catheters (rpn: ult8.5-38-45-p-6s-clm-rh) but the catheter would not ¿collapse down¿ and was unable to be pulled back across the ureteroileal anastomosis. The clinician determined that the pigtail portion of the catheter was positioned at the anastomosis and thought there was a short length of the "amplatz" wire still upstream in the distal ureter. Attempts were made to remove the catheter but were unsuccessful despite adequate analgesia. It was also not possible to remove the ¿amplatz wire.¿ the clinician determined that the wire guide was unraveling with the ¿central core fracturing near the tip of the catheter and the distal end of the catheter (pigtail portion) was ¿cheese wiring longitudinally.¿ the attempts to remove the pigtail portion of the cook ultrathane mac-loc locking loop multipurpose drainage catheter (rpn: ult8.5-38-45-p-6s-clm-rh) and the portion of the unraveled "amplatz" wire on the right were abandoned. The right renal pelvis was reported to be hydronephrotic at the beginning of the procedure. The clinician thought the patient would need to have a percutaneous nephrostomy to enable drainage and prevent sepsis. A decision about retrieval of the pigtail portion of the catheter was delayed. Before completing the procedure, an attempt was made to remove the left retrograde cook ultrathane mac-loc locking loop multipurpose drainage catheter (rpn: ult8.5-38-45-p-6s-clm-rh). However, the pigtail portion of the catheter would not uncoil. ¿there was an impression that the internal thread was preventing its release.¿ the exchange of the catheter was abandoned and the left cook ultrathane mac-loc locking loop multipurpose drainage catheter (rpn: ult8.5-38-45-p-6s-clm-rh) was left in situ on free drainage. (B)(6) 2024: a right percutaneous nephrostomy was inserted later in the evening. (B)(6) 2024: in theatre with urology a bilateral percutaneous nephrolithotomy (pcnl) was completed. There was difficulty in removing the retrograde cook ultrathane mac-loc locking loop multipurpose drainage catheters (rpn: ult8.5-38-45-p-6s-clm-rh). On the right side it was possible to retrieve the catheter by pulling on it via the conduit. A portion of the wire was retained in the patient and required percutaneous retrieval. Bilateral nephrostomies were left in situ. The clinician thought this to be the likely long-term solution. The subject of this report is the second exchange of bilateral retrograde nephrostomy catheters tubes via ileal conduit that occurred on (B)(6) 2023. The cook ultrathane mac-loc locking loop multipurpose drainage catheters (rpn: ult8.5-38-45-p-6s-clm-rh, lot 15458568) that was placed on the right was reported to be difficult to remove. Additional reports will be submitted with the patient identifier (B)(6).